Event description:
Meter powers off during use. Patient was experiencing symptoms of feeling dizzy and fatigue. They contacted md for medical advice, since they were unable to obtain a reading. Three days later, they tested on another device and obtained a 72 mg/dl. Patient did not receive any treatment. Patient replaced batteries and meter still powers off during use. Batteries are correctly installed. Customer service is not able to resolve the issue and is sending a replacement meter.